Event description:
Patient's arms and knees treated. Patient reported cellulitis, pus and delayed healing and is concerned about scarring although no scar is reported to date.

Manufacturer narrative:
Protocol recommendation is 1.5 joules, patient was treated using 1.8 joules, .3 joules more than recommended.